Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approximately 22cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The outer coil was found fractured. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection showed a rubbed through insulation approximately 7cm distal to the is-1 connector pin which most likely resulted from interaction with another implantable device such as the generator or the nearby lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this lead was explanted due to impedances of < 200 ohms.